Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was getting 50% or greater reduction in symptoms some of the time, but not always. Patient stated they are getting up 2 or 3 times at night and they have had more urination during the morning between 9am-12pm. Patient said they are cutting off tea and coffee and have 1 cup in the early morning but is drinking a lot of water because of some other medications. Patient said when they feel they have to go, they cannot hold it. Patient said they met with a manufacturing representative at the doctor's office at an appointment on (B)(6) where they discussed symptoms and changed to program a. Patient said they have a follow up appointment with doctor in december. Patient will maintain stimulation level and will continue to track symptoms. 2026-feb-03 additional information was received from the patient (pt). They reported that the device was implanted they have not had 50% or greater reduction of symptoms. Caller stated that by their calculation they have gotten maybe 40%. Caller stated when they feel the need they have to go; they cannot hold the urine/can't make it to the bathroom. Caller added that they have been getting up 3-4 times at night to go to the bathroom. Caller asked if there are any other devices that give better results. Caller stated they have been in discussion with their doctor about this and have tried changing programs but it did not improve. Agent reviewed information and redirected to healthcare provider to further address the issue. Caller mentioned they are scheduled for a battery replacement on (B)(6).